Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6.6 cm in diameter abdominal aortic aneurysm. The proximal neck was 26-32 mm in diameter and 10 mm in length. The left common iliac artery was 14-18-12 mm in diameter and the right common iliac artery was 15-13-15 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 7 mm in diameter. The neck angle was 50 degree. It was reported that on a follow up CT scan, a proximal type I endoleak was identified. The endoleak is on the posterior aspect of the proximal aortic neck. The physician attempted to seal the type 1a endoleak with the placement of aptus anchors at the proximal edge of the endurant implant. The physician stated that the endoleak diminished but did not completely resolve. Two days later, the patient presented with back pain. The CT scan revealed a contained rupture. The physician implanted a 32mm endurant cuff distal to the sma however, a small posterior type I endoleak remained. The physician believes the endoleak will self-resolve with reversal of anticoagulant. The physician stated that the cause of the event was due to difficult proximal aortic neck anatomy at initial treatment and degeneration. No additional clinical sequelae were reported and the patient is being monitored.

Event description:
Additional information was received. As the cuff did not resolve the endoleak, the the physician performed an intervention and tried to coil or onyx the endoleak however, was unsuccessful. The patient passed away on four days later due to poor heath, not specific to the aortic endoleak, per the physician. The device and procedure relation is unknown.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).